Manufacturer narrative:
Investigation in progress. Data received to-date does not indicate device failure or if/how the device contributed to the event.

Event description:
A piece of ovitex 2s 20x20 permanent was used to reinforce a tram flap defect in two planes (i.e. The device was cut in two) within the rectus sheath (inlay) and external to the rectus fascia (onlay). Around (B)(6) 2017. The patient developed a persistent 6-month seroma requiring multiple aspirations. The patient also had intractable abdominal wall pain. The patient returned to the operating room for removal of the onlay but a "giant mass of scar" was found that was difficult to remove and normal planes were never reached. The surgeon found "wispy hairs of prosthetic material throughout" that could also not be removed. The patient only has partial pain relief.